Event description:
Event description guidant received information that rf telemetry was temporarily lost during implant testing with the cardiac resynchronization therapy-defibrillator (crt-d). Telemetry was interrupted during threshold testing. Programming was not adversely impacted. The device was implanted without further incident.